Manufacturer narrative:
"This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " h3 analysis of the recharger confirmed the failure of leds cycling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a recharger for an implanted neurostimulator (ins) gastrointestinal /pelvic floor therapy. It was reported the rep states that recharger does not recharge at all. Battery icon keeps blinking and it cannot connect to the patient programmer or anything. Reset did not resolve the issue. Tech support flagged as oob issue as caller noted it just came off the account's shelf. There was no patient involved. Rep was transferred to repair for replacement.